Event description:
It was reported that the customer experienced high blood glucose and ketones that required emergency care, with blood glucose reaching 500 mg/dl and ketone level identified as dangerous or life threatening by healthcare provider. There was no reported permanent damage to the customer. The customer went to the emergency room and was hospitalized on (B)(6) 2026. The customer received intravenous saline and insulin, which resolved the issue. The customer was discharged on (B)(6) 2026.